Manufacturer narrative:
E2/e3: information was asked but unknown, in regard to occupation of the initial reporter or whether they are a healthcare professional. The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found that the camera cable was disconnected. Based on the results of the investigation, it is likely that the following led to the malfunction: a probable root cause cannot be identified. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that in the middle of an unspecified therapeutic procedure, the camera head presented a disconnection. The procedure was completed with a similar device. There were no reports of patient harm.